Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted. The patient was prescribed antibiotics.

Manufacturer narrative:
The date of event is estimated.